Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had blood glucose readings of 50 mg/dl even after eating. Customer stated that they do not believe it is an issue with the insulin pump rather the customer's body. Troubleshooting was declined.